Event description:
It was reported that a microclave¿ clear neutral connector experienced a separation during patient use. The report states that there is "stick downs of microclaves". The patient called that the peripheral intravenous tubing (piv) was disconnected. Upon entering the room the 1st registered nurse (rn) noticed the j-loop was lying in the bed still attached to the piv tubing, but the hub of the j-loop was still attached to the piv that was still secured in the patient. The 2nd rn went to assist. A dressing and j-loop change was completed. The hub of the j-loop was thrown away, but the tubing that was still connected to the IV tubing was kept. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Investigation summary no mc100 product samples, videos or photographs were returned for investigation. The device history was not reviewed; no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.